Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has a history of inappropriate shock. Data showed low amplitude measurements and t- wave oversensing. Device interrogation identified smart pass was off, which had to have been disabled sometime between last transmission and today as there was no alert and no smart pass episode or gap in numbers. The patient stated he was feeling fine and was shocked twice in one day which caused him so much pain that he needed morphine. He feels the device is too big and causes pain on his side and ribs. No adverse patient effects were reported. It was reported that this system was subsequently explanted. No additional adverse patient effects were reported.